Event description:
It was reported that the motor device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the cutter device could not be removed when unlocked and the device would not rotate. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the event or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not rotate and would not release the cutter when unlocked. It was determined that the motor did not rotate because the vanes were worn and damaged. It was further determined that the cutter was stuck due to a worn and damaged locking mechanism from excessive side force. The assignable root cause was determined to be due to user error, abuse, and/ or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.